Event description:
New information notes that the lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored egms showed one episode of noise, oversensed as vf. All electrical measurements were within normal range. The noise was not reproduced in-clinic. Patient condition is good and will be monitored remotely.